Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed with the data captured in the log file submitted on (B)(6) 2019. The log file captured no external power alarm events on july 3 and 4 relating to a loss of power from the mobile power unit. The system continued to operate within the set speed limit of 5,500 rpm and low speed limit of 5,100 rpm. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log file was submitted for review and confirmed a no external power on ((B)(6) 2019 which was caused by the power to the mobile power unit (mpu) being briefly interrupted due to the mpu ac power cord coming loose at the mpu. No additional information was provided.